Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl procedure, the t2 anchor of the fast-fix did bot deploy when the knob was depressed. Backup device was available to complete the procedure. It is unknown if a delay occurred. However, no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the depth indicator was not at manufacturing specifications. The shaft of the device was severely bent, with some debris along the needle. The suture was not returned. A functional evaluation concluded that the device did not function as intended. The bend in the needle and the debris prevented the cycling of the actuator. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found following warnings and precautions related to the reported failure: ¿ it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. ¿ do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. ¿ if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. The complaint was confirmed. Factors that could have contributed to the failure include excessive bending or torsion on the device, misplaced force, or an inadvertent impact event. No containment or corrective actions are recommended at this time.